Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: product testing could not be performed as product was discarded. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. A search of complaints revealed one other complaint has been received for this production order number. The complaint is unrelated to this reported event and the investigation found the product met manufacturing release criteria. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after implantation of pcb00 22.0 diopter intraocular lens (iol) in the patient's ocular dexter (right eye) the doctor noticed an anterior chamber tear and decided to use a different model lens. It was reported there was an incision enlargement, but no sutures, and no vitrectomy were required. Patient left operating room in good condition and the lens was accidentally thrown away. No additional information was provided to johnson & johnson surgical vision.